Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. Increased threshold, decreased r-waves and decreased impedance were observed. During the procedure, externalized conductors were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.